Event description:
It was reported that the patient was in hypoglycemia. The patient's blood glucose (bg) levels decreased below 70 mg/dl while wearing the pod. The patient was given juice, honey and sugar as an attempt to increase the bg levels. Symptoms reported include shock, cramps and loss of consciousness. The paramedics were called and the patient received sugar utilizing intravenous therapy and a glucagon pen as treatment. The patient resides in denmark and was on vacation in spain during the time of incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.